Event description:
Left breast ruptured implant removed. Chart reviewed: about eight years ago underwent a bilateral breast augmentation using submuscular saline implants from inframammary crease incision line. The patient recovered well from that surgery. She was very content with her post-op course. The patient recently presented with a sudden deflation of her left breast implant. She reports that she has had no antecedent history for trauma.